Event description:
In (B)(6) 2013, I had essure devices put in place. I was told by my doctor that they now prefer essure over a tubal ligation, so I agreed, because I did not want to have surgery anyways. I was experiencing a lot of pain on one side. When I had my x-ray/ dye test we discovered that one of the devices had become dislodged and was now in my uterus and that was the source of my pain. I had to have surgery to have it removed and my tube tied.